Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the rewind due to a problem with the mother board. Unable to verify unexpected no reservoir alarms and other error alarms in the alarm history due to the alarm during rewind. The motor passed the motor test. No motor error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner and cracked battery tube threads.